Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. This report for a system error 2240 (air in set) was confirmed. Based on the information gathered during baxter's investigation the root cause of the report was use error, the patient left a clamp open on an unused supply line. The label review found the labeling adequate for the use error in this complaint. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 6 of 6. The home patient (hp) had 2 bags connected. The clamps on the unused lines were open. The technical service representative (tsr) reviewed procedure with the hp. The hp cycled power and a system error 2367 occurred. The hp would contact the nurse regarding missed therapy. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the peritoneal dialysis (pd) nurse regarding the reported event. The nurse stated she was unsure if the hp contacted her personal pd nurse, but would notify her of the event. The nurse stated that the hp was doing well on therapy. There was no patient injury or medical intervention reported.